Event description:
The patient called to report that they went on medication to help their blood pressure which now caused rhythm issues and now she has af (atrial fibrillation) and is on medications and had to have a pacemaker implanted. The patient also stated that the doctor punctured a lung during the surgery. Follow-up information was obtained from the clinic that did confirm that the patient did have a pneumothorax and that the patient continued to follow up with their doctor until the fluid around the heart was gone. The clinic also reported that the patient's "rhythm issues" and palpitations are not due to the device, leads or medication. The system remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.